Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4). Conclusion not yet available. Eval in progress.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the centrifugal pump was leaking at the bottom seal near the outlet. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.